Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device was opened, removed the protective sleeve and tried to insert the obturator into the sleeve and it would not fit. The obturator got stuck inside the housing. Removed from the field and another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 11/07/2008. Information anticipated, but unavailable at this time.